Event description:
The customer reported alleged inaccurate high results on customer's surestep meter. Customer states on the day of the event, customer felt ill with a cold sweat. Customer tested on customer's surestep meter with a result of 127 mg/dl. 30 minutes later, customer's doctor's meter read 57mg/dl. He was treated with glucose and felt better 30 minutes later. It was discovered customer was using expired test strips with an incorrect strip code and expired control solution. A control solution test with expired strips and solution was performed with a result of 190mg/dl, outside the range of 95-143 mg/dl. The customer's system was replaced and customer was trained regarding expiration dates.